Manufacturer narrative:
Additional manufacturing narrative: the returned sedline was evaluated. During evaluation, the sedline passed all visual and functional testing. The sedline was determined to be functioning as designed. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).

Event description:
It was reported that the doctor traditionally uses the emg as a logarithmic scale on the bis. Meaning that when the emg (without the interference of diathermia) is above 30%, it is an indication of a pain noxious stimuli. Thereby, he would treat the patient with analgesia rather than sedation. However, with the sedline emg, the doctor noticed when using it on a lap chol without the use of a spinal or a block, the sedline emg remained at 0% throughout the case. Whereas the bis was indicating that the patient had noxious stimuli, which the doctor felt fitted to the clinical situation. He has seen this situation during several other cases. No consequences or impact to patient was reported